Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2018-03430. It was reported that the patient was hospitalized on (B)(6) 2018 due to the patient diagnosed with spinal abscess. Reportedly, the patient had a drg trial implant procedure on (B)(6) 2018 for phantom limb pain in which later, the drg trial leads were removed and the trial ended as the patient experienced less pain with effective coverage. After the trial, the patient reported increased back pain and difficulty moving and bearing weight. The patient was prescribed an oral steroid which did not resolve the issue. In turn, the patient went to the emergency room. Diagnostic imaging revealed a spinal abscess. Follow up revealed the patient has been discharged from the hospital and is treated with a peripherally inserted central catheter (PICC) line for antibiotics.